Event description:
Patient was scheduled for a full revision but instead underwent explant surgery due to infection. Patient had an open wound at the generator site with an infection. The explanted devices were discarded. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Na. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Notes from the explant surgery were received. The surgery was for left chest wound breakdown over the generator. The device had stopped working but no intervention was sought and no significant changes occurred. Patient however had a wound breakdown at the left side of the chest at the generator site. Patient was provided with antibiotics but the wound failed to heal. The generator was visible through he broken wounds, so it was decided to explore the wound via surgery. The generator was removed and 50% of the lead was removed. The surgeon also removed debriding necrotic material. Device return and evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device.